Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2012. During the procedure, the device started jerking and the blade often got stuck and did not expose when activated. The physician had to stop and start a couple of times. It was not reported how the procedure was completed. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade failed to rotate/advance during the evaluation. Furthermore, it is likely that the accumulation of tissue during the procedure prevented the blade from continuing to rotate/advance as intended.